Manufacturer narrative:
Device was received with pump error 38 alarm during rewinding due to corroded motor home switch. Unable to verify pump error 37 or 43 alarm due to pump error 38 alarm.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump received multiple insulin pump error alarms. The customer was able to clear the alarm and was not able to rewind the insulin pump. There was also insulin flow block alarm on the insulin pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.